Event description:
Customer reported that the insulin pump had absence of no delivery alarm. Customer stated that he had high blood glucose, his infusion set cannula was bent and the insulin pump did not alarm to notify him of the problem. Customer also stated that the insulin pump is cracked. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had scratched display window, cracked reservoir tube lip.